Event description:
It was observed that during device set-up/ inspection for use, the evis pleura videoscope had adhesive on the distal end of the charged coupled device objective lens peeling off. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be identified. According to the investigation, the reasonably known information suggests probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.